Event description:
It was reported that a clinician contacted beta bionics to confirm whether the ilet device was malfunctioning after a healthcare professional requested a replacement; review of device logs indicated the patient did not resolve a cartridge empty alert for approximately six hours, and the medical device problem was characterized as an improper or incorrect procedure or method with no applicable device component implicated. Symptoms included none, as the hyperglycemia symptom was removed and the clinical assessment indicated no clinical signs, symptoms, or conditions. Outcomes included insufficient information regarding health impact. Investigation included communication and interviews and analysis of information provided by the user and third parties. Investigation of this case revealed no device problem found and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.